Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2206173. There was one quality notification found during the production process that may be related to the reported incident. As neither a physical sample nor a picture sample was available, a thorough sample investigation could not be completed; however, based on the identified quality notification, we were able to confirm the reported issue. The process used to print the scale onto the syringe is hot stamping. A metal stamp is heated and interposes a special black printing foil onto the barrel component. Through the use of pressure, the printing foil is embedded into the barrel wall, displaying the scale. During the production of lot number 2206173, a defective foil reel was identified. The foil did not work as expected and the scales were not printed properly.

Event description:
It was reported that the bd emerald¿ syringe was found with scale marking missing during reconsitution of an injectable drug. The following information was provided by the initial reporter, translated from french: "during the management of a patient with a life-threatening emergency and during the reconstitution of an injectable drug, the bd emerald¿ 10ml syringe (lot 2206173) did not have a graduation line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe was found with scale marking missing during reconstitution of an injectable drug. The following information was provided by the initial reporter, translated from french: "during the management of a patient with a life-threatening emergency and during the reconstitution of an injectable drug, the bd emerald¿ 10ml syringe (lot 2206173) did not have a graduation line."